Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set leakage event on (B)(6) 2026 which leads to high blood glucose. The leakage occurred at site. The infusion set was in use for two days. The patient's blood glucose level was high for more than four hours and treated with insulin pump. No further information available.